Event description:
A (B)(6) y/o female pt underwent acl reconstruction to her left knee on (B)(6) 2017. Her orthopedic surgeon prescribed, and sold to her, a breg polar care glacier, with instructions to use the device continuously. The pt continued to use the device, as prescribed by her physician. On (B)(6) 2017, the pt was diagnosed by one of her physician's as having suffered a frostbite injury. Pt wa subsequently admitted to the hosp, underwent multiple debridements of the left knee and ultimately underwent a full thickness skin graft of the left knee. As reflected in the maude database, this device has caused similar injuries on hundreds of prior occasions. The MFR has notice of the problem since 1992, when the product was first introduced, but continues to misrepresent that the product is appropriate for "continuous" or "extended" use and has concealed the risks associated with this product from consumers, prescribing physicians and the FDA. Full-thickness skin necrosis over left knee requiring emergent surgical intervention (full-thickness skin graft).